Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A customer reports visible smoke was observed from their abbott diabetes care device. The customer further reports the strip port to their device was "burning." No further details were provided. There was no report of visible fire, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.